Event description:
It was reported that the health care professional (hcp) called technical services (ts) for a consult review of this pacemaker stored atrial tachy response (atr) episodes. Upon review, far field oversensing of the atrial channel was observed on the presenting electrogram (egm). Ts provided programming optimization recommendations. No adverse patient effects or impacts were reported. This pacemaker remains in service.